Manufacturer narrative:
D10 concomitant products: unknown - shiley, unknown shiley trach tube (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the cuffs of the two tracheostomy tubes were blown. It was unknown if there was patient involvement at the time of the reported event.

Event description:
According to the reporter, the cuffs of the two tracheostomy tubes were "ruptured". Replacement was done using a third tube.

Manufacturer narrative:
Additional information: b3, b5, e1 (initial reporter first and last name, facility name, facility address), e2, e3, e4 (email), g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.